Manufacturer narrative:
(B)(4). It was noted afterwards by the customer that there was some damage to the rear castor of the floor lift. Further information will be provided upon conclusion of the manufacturer's investigation.

Event description:
A client was being lifted from floor when the sling clip broke. There were no reported injuries.